Event description:
It was reported that externalized conductors were observed. System was explanted due to the patient developing an infection after a more recent implant. Patient was asymptomatic. No electrical anomalies were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.